Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the single-site wristed needle driver instrument was bent and unable to fully rotate. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The shaft of the instrument was bent while using, and the customer couldn¿t rotate the instrument wrist. The instrument did not move in the opposite direction or uncontrolled motion. The customer did not find any loose pin on the instrument and was able to remove the instrument with no issue. The surgical port was not enlarged. No known impact or patient consequence reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was bent and would not rotate, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-site wristed needle driver instrument was analyzed. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of gear molded roll output broken to be related to the customer reported complaint. The instrument was found to have the gear molded roll output broken in two places at the base closest to the main tube. The break caused the instrument to not rotate. Two pieces measuring proximately 0.131" x 0.217", and 0.140"x 0.154" were not returned with the instrument. The root cause of this failure mode is typically attributed to mishandling/misuse. Additional observation related to the customer reported complaint was that the instrument exhibited unintuitive motion (started and stopped with master motion, but in the wrong direction). The root cause could not be determined. The complaint regarding the instrument was bent and would not rotate was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: failure analysis acknowledges that the single-site wristed needle driver instrument exhibited unintuitive motion (started and stopped with master motion, but in the wrong direction). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further analysis on the wristed needle driver instrument and confirmed the initial findings. The instrument was placed on an in-house system and confirmed to exhibit unintuitive motion. The instrument would start and stop and move smoothly with the master tool manipulator (mtm) command but would move in the wrong direction when moving in the roll direction. This is due to the broken gear molded roll output. The gear molded roll output is welded to the main tube which in turn controls the roll motion. Since the gear molded roll output is broken, the main tube moved freely from the roll output causing the unintuitive motion observed. The root cause of the broken roll output is attributed to mishandling/misuse.